Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. There were no patient consequences.

Event description:
Additional received noted that the patient's implantable cardioverter defibrillator showed non-sustained oversensing episodes again on (B)(6) 2023. No interventions were performed. There were no patient consequences.